Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 200 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to faulty force sensor resistor. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.